Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, pump pocket pain or soreness is a known possible risk of use of the device. The cause of the pain and sensitive pump pocket is unknown. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a patient that has a sensitive pump pocket. They reported that the patient complains of it hurting whenever the patient's pump is accessed. A pump site revision was performed in which the patient's pump was moved to the other side. Ales representative stated that the physician did not know the reason for the patient's sensitivity and there was no specific reason that they could conclude.